Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer changed the pump supplies or cleared the alarm and resumed insulin delivery to address the issue. The customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Manual insulin injections were administered to address bg level.